Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regards to a patient receiving intrathecal morphine (concentration 20mg/ml; dose 15.216mg/day) and clonidine (concentration 300mcg/ml; dose 228.24mcg/day) in flex mode via an implantable infusion pump. Patient history included non-malignant pain. On an unreported date the patient complained of increased pain. Catheter access was attempted via the catheter access port (cap) and the hcp was able to withdrawal cerebrospinal fluid (csf) without problem. A rotor study was performed and results were normal. There were no problems identified with the system. The managing hcp consulted the neurosurgeon and it was agreed as a last option to remove and replace both the pump and catheter. The pump and catheter were replaced on (B)(6) 2015. It was unknown if the issue resolved. Patient status at the time of the report was alive with no injury.